Manufacturer narrative:
No product has been returned for investigation nor were x-rays or ultrasound images provided to confirm the alleged event. No root cause can be confirmed at this time. No product returned.

Event description:
Information was received patient underwent a revision procedure on september 11, 2019. As per reporter, both distal screws backed out.